Event description:
Device was returned for an unknown reason. During service, technician found that safety bolt was defective and hose had a tear, and it failed the rotational speed test.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged locking components were, defective safety bolt , a tear in hose were found.